Event description:
Boston scientific received information that during the implant procedure, the right atrial and right ventricular leads were implanted successfully and testing for the leads was appropriate. When the device was implanted and connected, there was no pacing output. The device was confirmed to be programmed appropriately; therefore, a product malfunction was suspected. As a result, the device was explanted and replaced. It was noted that the patient was having episodes of ventricular standstill during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.